Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a femoral fracture sustained in a fall. An accolade ii stem and femoral head were revised to a restoration modular stem construct with a new head with cables and sleeves. Rep confirmed there are no allegations against the revised femoral head and that no further information will be released by the hospital or surgeon.

Event description:
It was reported that the patient's right hip was revised due to a femoral fracture sustained in a fall. An accolade ii stem and femoral head were revised to a restoration modular stem construct with a new head with cables and sleeves. Rep confirmed there are no allegations against the revised femoral head and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture and fretting involving an unknown accolade stem was reported. The event of periprosthetic fracture was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: visual inspection, material analysis, dimensional and functional inspections were not performed as the device was not returned. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: this inquiry reports a periprosthetic fracture in a patient who underwent a primary total hip arthroplasty with an accolade ii implant. A fall was reported. I can confirm that the patient sustained this periprosthetic fracture since I was able to see an x-ray demonstrating the fracture. I cannot actually confirm that the revision was carried out but in the product inquiry summary it states that the implant was removed and replaced with a restoration modular implant with cables. The root cause of this event cannot be determined with certainty. If this occurred in the immediate postoperative period, then potential causes could be multifactorial including surgical technique factors with specific attention to sizing of the implant and insertion technique as well as preparation and broaching technique with the possibility of a breach in the cortex or an unrecognized fracture on insertion. Certainly a fall could exacerbate this and create a displaced fracture. The patient's bmi and activity level can also be a factor. It was my sense, looking at the single x-ray provided, that the implant appeared somewhat large for this patient's anatomy. Having said that I would need to examine preoperative x-rays and preoperative digital templating or mako plan if it was done robotically. If this happened out of the immediate postoperative period such as after 12 weeks, then most likely trauma would be the suspected cause. Based upon the information given, I would not assign any causality to the implant itself. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: no further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.